Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "increased gradients" was unable to be confirmed as no relevant imagery/medical report were provided. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, "approximately 4 years 1 month ago, a patient underwent a transfemoral viv procedure with a 26mm sapien 3 valve inside the initial 26mm sapien 3 valve. The patient has now presented with heart failure with a 80mmhg gradient across the aortic prosthesis. A cta was performed which showed an under-expanded 26mm s3 with an inner diameter of 20mm." It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant results in symptoms, it may require intervention. In this case, it was reported that the valve was under expanded. An under-expanded valve can cause an obstruction to the flow across the valve, which leads to increased gradient. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 4 years 1 month ago, a patient underwent a transfemoral viv procedure with a 26mm sapien 3 valve inside the initial 26mm sapien 3 valve. The patient has now presented with heart failure with a 80mmhg gradient across the aortic prosthesis. A cta was performed which showed an under-expanded 26mm s3 with an inner diameter of 20mm. The patient was brought to the lab for post-dilation using a 24mm true balloon. Post-dilation was successful with gradient reduced to 15mmhg. A 16fr esheath was used and a 23mm commander delivery system was prepared in the event the patient became unstable after post-dilation. Note: this was a do no harm case. Note: the valve in valve that occurred in 2018 is captured in pilgrim qms in case (B)(4).

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.